Event description:
Healthcare professional additionally reported "hematoma."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in device inner surface, void >1 mm in non-textured and one linear opening. A microscopic analysis and leak test were performed which identified one opening smooth crease. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening smooth crease on the side posterior assessed as fold flaw opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Device has been explanted.